Event description:
The customer's pump shut down at 30% battery life after receiving a low power alert. Afterwards it was unresponsive and seemed to no longer be functioning. There was no impact to his blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.